Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and inappropriate hv shock. Programming changes were made. No further information was available.

Event description:
New information received notes that patient condition is fine.